Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to erosion at the device site. One of the patient's leads was visible under a scab at the incision site where mild erythema was also noted. The site had reportedly looked like that for months. Blood cultures tested negative. The patient received temporary pacing support until a leadless implantable pulse generator (ipg) was implanted a few days later. No further patient complications have been reported as a result of this event.